Event description:
During procedure, surgipro 4 suture broke three times. After the procedure, one 3-0 double needle and 4-0 single needle were unaccounted for. It is not known if the breaking of the sutures caused the loss of the needles. Additionally, it is unknown if the lost needles were ever recovered. There was not a second procedure to locate the lost needles. According to the surgeon, the pt was doing fine after the procedure. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).